Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 18mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. The laa depth was 15mm and shape of the appendage was chicken wing. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr). The activated clotting levels (act) were 337s and heparin was given. On (B)(6) 2025, on 3rd month follow up transesophageal echocardiogram (tee) conducted and showed thrombus. The patient was put back on apixaban and next follow up was scheduled on (B)(6) 2025. The patient required prolonged hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient device incompatibility (thrombus) could not be determined. An unexpected medical intervention is a result of case-specific circumstances, as medication was administered. A prolonged hospitalization was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 18mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. The laa depth was 15mm and shape of the appendage was chicken wing. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr). The activated clotting levels (act) were 337s and heparin was given. On (B)(6) 2025, on 3rd month follow up transesophageal echocardiogram (tee) conducted and showed thrombus. The patient was put back on apixaban and next follow up was scheduled on (B)(6) 2025. The patient required prolonged hospitalization.